Manufacturer narrative:
This event was previously reported under medwatch 1823260-2025-04834 with g3 date received by mfg date of 05-nov-2025.

Manufacturer narrative:
The coaguchek test strips' lot number and expiration date were not provided. The device was requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. Section e3: occupation is patient/consumer. The investigation is ongoing.

Event description:
We received an allegation of a questionable high inr result for one patient tested with the coaguchek xs pst meter, when compared with another coaguchek meter. The meter result at the doctor's office was 2.5 inr, while the patient's meter result was 5.0 inr. The time difference between the measurements was within minutes. The patient¿s therapeutic range was not provided.

Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4 and g4 were updated. The customer's coaguchek devices were not received for investigation. The cause of the event could not be determined. The investigation did not identify a product problem.